Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing impedance measurements. An x-ray confirmed the lead was damaged due to clavicular crush. The lead was surgically abandoned. No additional adverse patient effects were reported.